Manufacturer narrative:
D2b: pro code (product code) - fge, lit. G4: premarket / 510(k) # - k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and moderately calcified iliac artery. A 8.0 x 40, 75cm mustang balloon was advanced for dilation. However, during the first inflation at 18 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. There were no patient complications as a result of this event.